Manufacturer narrative:
Concomitant medical products: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 97 mm in diameter and 220 mm in length fu siform thoracic aortic aneurysm in zone 4. It was reported that the patient had a complaint of fever. As an examination was carried out it was determined that there was stent graft infection. Antibiotics were given to the patient and treatment was started. Approximately, six months post index procedure the patient was confirmed to have developed generalized infectious disease due to increased crp. The patient didn't recover from the symptoms in spite of treatment, and passed away. Per the investigator the causality between this event and the relevant device cannot be determined and is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.